Manufacturer narrative:
Complaint evaluation: the remote service engineer (rse) evaluated with the assistance of the customer. The rse advised biomed to replace therapy capacitor. Customer resolution and conclusion: the biomed asked to have case closed. The customer can call back if they wish to have philips support and service. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced issues with pacing. There was no patient involvement.